Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to what was thought to be dislodgement and migration at some point. Subsequently, the rv lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis. This report will be updated with pertinent information, upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to what was thought to be dislodgement and migration at some point. Subsequently, the rv lead was explanted and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported. The product was received for analysis. This report will be updated with pertinent information, upon completion of analysis.